Event description:
Patient first informed about the use of the coil in the arteries five months post uae when experiencing significant complications. She has right leg numbness pain on the left side of the pelvis in the area of the coil, pinching sensation llq, abnormally frequent menstruation, malaise, constipation, intestinal pain and gastric distress, rectal pressure, bowel inflammation, fecal incontinence, foul vaginal odor, foul breath, chest and face skin discoloration, inability to work for two months. One year post uae bowel problems continue, and right leg numbness. Walking causes pinching pain in the llq. Physical, social, and economic costs have been significant.